Event description:
It was reported that the 86" half set w/1 vlv port was clogged/blocked/occluded. The following information was provided by the initial reporter material #: 28117e batch/lot #: 20076813 we have seen a significant increase in cartridge alarms on the pumps. Cassette jams etc. Biomed feels that it may be an issue with the tubing.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 2/3/2021 h.6. Investigation: one sample was received for quality investigation. The customer complaint of tubing defective / damaged could not be verified based on testing conducted on the returned sample. The infusion sets were primed and installed into an appropriate pump. The pump did not indicate any issues with the tubing and the pump did not alert of an occlusion or air in line issues. No other issues were identified. A device history record review for model 28117e lot number 20076813 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could not be determined because the failure reported could not be reproduced. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of tubing defective / damaged with lot #20076813 regarding item #28117e.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 86" half set w/1 vlv port was clogged/blocked/occluded. The following information was provided by the initial reporter material #: 28117e, batch/lot #: 20076813. We have seen a significant increase in cartridge alarms on the pumps. Cassette jams etc. Biomed feels that it may be an issue with the tubing.